Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 76-year-old male suffering from cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. The patient who was just transitioned from an impella cp to an impella 5.5 had experienced positioning issues confirmed by echocardiogram (echo). When the impella 5.5 pump was taken out the medical team noticed a clot at the tip of the pump. That prompted the medical team to remove the pump and replaced with the new one.

Manufacturer narrative:
The investigation for the reported thrombus and positioning issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the positioning issue was most likely a use issue due to poor placement. The root cause of thrombus was most likely due to the patient condition. This report is being filed as part of a retrospective review of historical records.